Event description:
The customer reported that within eight hours of wearing the pod, he experienced high bg's (480mg/dl). He removed the pod and noticed that his shirt was wet with insulin; upon inspecting the device, he saw that the "needle had not retracted completely" and that the "cannula had been punctured, spilling the insulin". The pod will not be returned for evaluation.

Manufacturer narrative:
The customer stated that the needle did not fully retract after firing. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for evaluation, however, no malfunction can be confirmed. The omnipod user guide instructs user to "check the infusion site after insertion" to ensure proper placement. If labeling instructions were properly followed, the user would have noticed the non-retracted needle (which would have been visible through the pod's viewing port) and have immediately deactivated the device. The user guide also advises users to check their blood glucose levels frequently so, they're able to react quickly and appropriately to any issues.